Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient's fracture was very complex. When the physician began to impact the nail, the decisions was made to use the nail to force the bone and reduce the fracture, but the nail was bent in the proximal part at the dynamic locking hole. The nail was removed and other one was used to complete the surgery without complication to the patient. There was a report of a thirty minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number was identified upon receipt of subject device. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. The subject device was not implanted. This field should be blank. Another device was implanted in the patient. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product return was reported as being returned in previous follow-up, return date is being specified. A manufacturing evaluation was preformed: the returned product was bended (torsion and laterally) and not according to the specification. We have simulated the production process and we can show that this kind of bending is hardly possible with our fixtures. Due to the bending (not according to specification), the complaint is confirmed. Since the shape of the returned nail is not matching to the fixtures shape, the complaint is from manufacturing point of view rated as not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.